Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer through nurse has reported that the acetabular reamer handle broke during use. They use stryker drill with hudson modified trinkle attachment.

Manufacturer narrative:
An event regarding crack/fracture involving a acetabular reamer handle was reported. The event was confirmed. Method & results: device evaluation and results: evaluation performed by the supplier confirmed the event. The supplier concluded that the fracture surface of the adaptor coupling observed under magnification is consistent with a one directional fracture which indicate the malfunction was the result of excessive stress or applied forces to the device. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the returned device was shipped to the supplier, (B)(4), for evaluation. The supplier confirmed the event. No further investigation is required.

Event description:
The customer through nurse has reported that the acetabular reamer handle broke during use. They use stryker drill with hudson modified trinkle attachment.